Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur afterward. The customer was instructed to contact support if the issue recurs, and they understood. Customer may continue to use the pump.